Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-20. H6: investigation summary: one used sample was received by our quality team for evaluation. Upon visual inspection of the sample, it was observed that the valve had moved towards the luer end. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage is due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA# 1379444 raised.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: we have had an incident whereby fluid was seen leaking from a 14g venflon, lot no 0275566p41. We have isolated all venflons of this batch number and reported it via our local systems and mhra.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage. The following information was provided by the initial reporter: we have had an incident whereby fluid was seen leaking from a 14g venflon, lot no 0275566p41. We have isolated all venflons of this batch number and reported it via our local systems and mhra.